Event description:
Reporter alleged the test strip vial had a usable expiration date on it while the manufacturers' inventory system indicated the test strip is expired. It was stated no actions were taken or treatment received reportedly as a result. A request was made for the return of the suspect device and replacement product was sent.